Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "short detected" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead a zoll representative was on site and evaluated the device. The customer's report was duplicated and attributed to a faulty test adapter. Analysis for reports of this type has not identified an increase in trend.